Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the catheter leaked blood and IV solution at the tuohy-borst adapter. The pt is receiving 10 ml flow rate per hour through an infusion pump. As a result, the clinicians have tightened the tuohy-borst adapter as much as possible; however, it continues to leak. Additional info rec'd on 10/08/2010, per the sales rep, stated this event occurred in the intensive care unit (ICU) upon admission time. The pacing wire was inserted into pt. On (B)(6) 2010, at 1640 hours, via left internal jugular (ij) vein by a skilled physician. The insertion of the introducer was uneventful, with free flow back of blood once in ij vein. The pacing wire was then inserted and all of the connections were tightened. The IV rate infusing into the side arm of the introducer initially 75 ml/hr via infusion pump. The fluid rated slowed down to 10 ml/hr 15 hours later. The fluid collection noted in the sheath line at 1940 hours in charting. The estimated volume of fluid with sanguineous tint is approx 20-25 ml. There was no medical/surgical intervention required. The pt had a permanent pacemaker insertion on (B)(6) 2010. The outcome of the pt is "so far, uncomplicated." There were no pt complications or delay in therapy reported.